Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board; a known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler revealed no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted reported to technical support that the liberty select cycler was off and they were unable to turn the screen back on. The patient did not know what phase the treatment was in when the screen went blank. The patient stated that they tried to touch the screen, press the stop/ok keys and tried to reboot the cycler, but the screen remained blank. The patient stated that when they rebooted the cycler, the stop/ok keys were the only thing that lit up. The patient was advised to discontinue use of the cycler and a replacement was arranged. The patient indicated that the peritoneal dialysis nurse would be consulted for an alternative treatment. Additional information was solicited.